Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a hepatectomy procedure, the teflon patch was detached during the surgery, the generator indicated that a lot of pressure was exerted on the jaws. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): batch #l92r3h. The device was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No alert screen were detected during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.